Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and there was an air bubble in the reservoir. The customer blood glucose level was 350 mg/dl at the time of incident. Customer other blood glucose values were 400 mg/dl and 200. Customer treated with bolus and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be and reservoir will be returned for analysis.